Manufacturer narrative:
Date of event: (B)(6) 2021. 02mar2021.

Event description:
The bio medical engineer (bme) reported the customer experienced waveform(s) temporarily stopping when the center push-button of the navigation ring was pressed. A portion of the touch panel did not respond and the screen color inverted unexpectedly. The field service engineer (fse) identified the touch screen response has been out of alignment and there is a touch screen malfunction. Therefore, the touch screen needs to be replaced. They are waiting for the customer's quote to be approved. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
The touchscreen assembly was returned to the manufacturer for failure investigation. The reported complaint touchscreen failed is not duplicated. There is no fault found on this returned touchscreen assembly.

Manufacturer narrative:
G4:25feb2021. B4:07mar2021. H11:g5:k102985. H11: it was the customer who reported the issue h10: the customer approved the quote for repair. The field service engineer replaced the touchscreen to resolve the issue. The unit was tested and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.